Manufacturer narrative:
The insulin pump alarmed unexpected restart alarm after battery change due to faulty connector on interface board. No signal too low alarm noted during testing. Device function properly during rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test. Device reservoir volume matched properly with pump status screen. The insulin pump passed self-test and all operating current measurement was normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. Drive support disk was inspected and no anomaly was noted. The insulin pump received without the original pump belt clip. Unable to verify for belt clip damage. No damage on pump belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer's blood glucose was 253 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap was flush. The customer also reported that the insulin pump alarmed unexpected restart and external ram error alarm. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The insulin pump will not be returned for analysis. The insulin pump was returned for analysis.